Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 852530) for female sterilisation. The patient had a medical history of overweight, parity 1, gravida I, yeast infection, folliculitis genital, abscess leg and abnormal uterine bleeding. Previously administered products included: flagyl 250 for bacterial vaginosis, augmentin [amoxicillin sodium;clavulanate potassium] for hpv and erythromycin, depo provera, diflucan, acyclovir [aciclovir sodium] and aciclovir. Past adverse reactions to the above products included: rash with erythromycin. On (B)(6) 2011 , the patient had essure inserted. On (B)(6) 2021, 3538 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021 00:00 discrepancy noted insertion date of drug updated to (B)(6) 2011 from (B)(6) 2013 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.627 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: hysterosalpingogram: history: confirm hystero placement. There are essure devices. Bilaterally the proximal marker of the inner coil projects 8mm from the cornu. On the right there is minimal filling of the isthmic segment, not reaching the coil. No contrast extends adjacent to the coil. Impression: essure placement confirms to specification. [Mammogram] on (B)(6) 2019: patient is complaining of a malodorous and cheesy discharge. She also has a history of hsv 2 and a refill on her acyclovir. Aside from this, her only complain is that dysmenorrhea. She gets all of her mammogram. [Pathology test] on (B)(6) 2021: a. Bilateral fallopian tubes: two segments of fallopian tube. B. Uterus, cervix (hysterectomy): cervix- chronic cervicitis. Endometrium - proliferative phase. Myometrium - no specific histopathologic changes. Uterine serosa - adhesions. Clinical history: adnexal mass, irregular periods specimen(s) received: 1. Bilateral fallopian tubes 2. Uterus cervix gross description: sectioning near the bilateral cornua show essure devices. [Ultrasound pelvis] on (B)(6) 2021: the ultrasound showed bilateral ovarian cysts and a globular enlarged uterus consistent with adenomyosis. She also had a rather thickened endometrium. The vagina is clear except for a malodorous discharge cultures for bv and trichomoniasis are sent to the lab. There is fullness in the adnexa bilaterally. In clinical history it appears that the patient has endometriosis/adenomyosis. In addition, the essure device may be causing her some discomfort as well. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number and added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 852530) for female sterilization. The patient had a medical history of overweight, parity 1, gravida I, yeast infection, folliculitis genital, abscess leg and abnormal uterine bleeding. Previously administered products included: flagyl [metronidazole] for bacterial vaginosis, augmentin [amoxicillin sodium;clavulanate potassium] for hpv and erythromycin, depo provera, diflucan, acyclovir [aciclovir sodium] and aciclovir. Past adverse reactions to the above products included: rash with erythromycin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3538 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery. Discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021 00:00. Discrepancy noted insertion date of drug updated to (B)(6) 2011 from (B)(6) 2013 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.627 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: hysterosalpingogram: history: confirm hystero placement. There are essure devices. Bilaterally the proximal marker of the inner coil projects 8mm from the cornu. On the right there is minimal filling of the isthmic segment, not reaching the coil. No contrast extends adjacent to the coil. Impression: essure placement confirms to specification. [Mammogram] on (B)(6) 2019: patient is complaining of a malodorous and cheesy discharge. She also has a history of hsv 2 and a refill on her acyclovir. Aside from this, her only complain is that dysmenorrhea. She gets all of her mammogram. [Pathology test] on (B)(6) 2021: a. Bilateral fallopian tubes: two segments of fallopian tube. B. Uterus, cervix (hysterectomy): cervix- chronic cervicitis. Endometrium - proliferative phase. Myometrium - no specific histopathologic changes. Uterine serosa - adhesions. Clinical history: adnexal mass, irregular periods specimen(s) received: 1. Bilateral fallopian tubes. 2. Uterus cervix. Gross description: sectioning near the bilateral cornua show essure devices. [Ultrasound pelvis] on (B)(6) 2021: the ultrasound showed bilateral ovarian cysts and a globular enlarged uterus consistent with adenomyosis. She also had a rather thickened endometrium. The vagina is clear except for a malodorous discharge cultures for bv and trichomoniasis are sent to the lab. There is fullness in the adnexa bilaterally. In clinical history it appears that the patient has endometriosis/adenomyosis. In addition, the essure device may be causing her some discomfort as well. Lot number:852530, manufacture date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.